Event description:
A customer contacted beckman coulter inc. (Bci) in regards to ise buffer leak at the warehouse. The customer was wearing personnel protective equipment. No injury was reported.

Manufacturer narrative:
A replacement was sent to the customer.